Manufacturer narrative:
Additional concomitant medical products: 4087; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high pacing impedance resulting from a suspected lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.